Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 166 mg/dl. The customer reported that side of the battery compartment was cracked and there was physical damage to the reservoir lip ring. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that there was no damage to the reservoir side of the insulin pump and was able to lock reservoir into the insulin pump, damage was on the battery side of the insulin pump and down the back of the insulin pump.